Event description:
It was reported by a sales rep that, during a transvaginal natural orifice transluminal endoscopic surgery (transvaginal laparoscopic surgery), slight oozing was observed, so surgicel new knit was used to stop bleeding in a recessed area, but it was not removed at the end of the operation. The patient had fever and inflammation two days after the surgery. An infection was diagnosed, and a second surgery was performed 4-5 days after the initial operation. The patient's condition is currently stable. No sample will be returned. Further details are not provided from the hp. Affiliate reference number: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Were cultures or sensitivities performed? If yes, what were the results? 10. What kind of procedure was performed 4-5 days after the initial procedure? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative inflammation, fever, and infection? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel nu-knit and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.